Event description:
During bolus infusion, the catheter leaked chemotherapy drug at the junction of the catheter and securement platform. There was no harm to the pt.

Manufacturer narrative:
The sample was received on 10/20/2008, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4)